Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was returned for an unknown reason. During preliminary analysis it was determined the device did not meet predicted longevity.